Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open craniotomy procedure, while attaching the drapes to the patient¿s scalp, the handle of the 1st device broke. It was noted that when closing the scalp at the end pf the procedure, the cartridge of the 2nd device inadvertently disengaged from handle. Multiple staplers were used in place of two staplers to complete the case. There was no patient injury.